Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax was detached exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the damage encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the ultratome xl was inserted through the non bsc duodenoscope for cannulation. Once the tip of the tome was inside the common bile duct, the jagwire guidewire was inserted. When the guidewire reached the ampulla and was inserted into the common bile duct, the nurse noticed from the monitor that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the ultratome xl was inserted through the non bsc duodenoscope for cannulation. Once the tip of the tome was inside the common bile duct, the jagwire guidewire was inserted. When the guidewire reached the ampulla and was inserted into the common bile duct, the nurse noticed from the monitor that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.